Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Hospital telephone not available for reporting (B)(6). Initial reporter is synthes affiliate. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the head of the screw broke off during introduction of the screw. The broken off body of the screw is still in the patient. As a result there is now less fixation of the plate. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), stardrive screwdriver shaft t8 105mm (314.467, lot 7736553, quantity 1) this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. Only the head of the screw was returned and is stuck on concomitant screwdriver shaft (part/lot number: 314.467/7736553) and cannot be removed. The screw broke right at the junction of the head and the stem portion. Replication of the complaint is not applicable as its already broken. The screw is used with various va lcp plates to reduce complex fractures. 2.7 mm/3,5 mm va lcp elbow system technique guide was reviewed during the investigation. A review of the device history records was unable to be performed since the lot number was unknown. A material test was done using niton08 however results were inconclusive due to screw head being stuck to the driver shaft and the testing device picking material compositions of both devices. Drawings for the device were reviewed, and no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The diameter of the returned head measured 3.99 mm which is within specification 3.98 mm +/-0.05 per the technique guide. Caliper used: (B)(4). Definitive root cause could not be determined. Failure to tap the bone, not using a torque limiting attachment to restrict maximum torque, applying torque when the screwdriver tip is not fully seated inside the screw recess or excessively hard bone may have contributed to the complaint condition. It is not likely that the design of the device contributed to this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.